Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. User was advised to re-link the sensor. Shortly, after sensor re-link, it was observed that the user stopped wearing the sensor. Multiple unsuccessful attempts were made to contact the user for an explanation. Dms showed that the user stopped using the system so a call was made to encourage them to resume usage but they could not be reached. Case was closed.

Event description:
On 08 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.